Event description:
It was reported that this right atrial (ra) lead was explanted due to it was dislodged, it was confirmed through lead testing and fluoroscopy. A new lead was successfully implanted. No additional adverse patient effects were reported.